Event description:
Initial troponin t result 0.112 ng/ml. Same sample repeated twice gave result of < 0.010 ng/ml each time. The initial result was not reported. The field service representative was unable to determine a cause for the discrepancy.